Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 400+ mg/dl. The customer treated with the pump. The customer's current blood glucose is 170 mg/dl. The customer stated that they were vomiting. The customer was hospitalized due to acetones and high blood glucose readings. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was able to perform hp test.